Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-01358. It was reported that during the patient¿s surgical intervention (see related manufacturer ref. Number 1627487-2019-12931), the physician was unable to revise the patient¿s leads due to the patient¿s extensive scar tissue in the epidural space. As a result, the entire system was explanted instead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.